Manufacturer narrative:
Batch review performed on 20 july 2018: lot 153123: (B)(4) items manufactured and released on 12 june 2015. Expiration date: 30.04.2020 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: reference 02.12.0003r (k121416) femoral component sphere cemented # 3 r lot. 161657 lot 161657: (B)(4) items manufactured and released on 26 april 2016. Expiration date: 11.04.2021 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 20 july 2018: 1,5 years after primary cemented tka the patient needed revision. The radiographs supplied clearly show that the position of the components is most likely the cause of the problem. The alignment is not adequate and the tibial tray does not cover properly the tibial metaphysis. We have only one set of xray therefore we cannot tell if this position is the result of component migration or if it was a surgical decision. We have no data reporting any particular surgical strategy. There is no reason to suspect malfunctioning devices.

Event description:
Due to malpositioning of implants (primarily femoral component, but also tibial component), the patient suffered residual pain and needed a revision 1 year and 8 months after revision.